Event description:
After placement of 4% tetracaine with afrin pledgets in nasal cavity, patient developed headache, nausea, lightheadedness, and dry heaving. Patient with persistent nasal obstruction for ongoing inflammation following procedure. Received notification of product recall after events.